Event description:
Related manufacturer report number 2017865-2024-03608. It was reported that the patient experienced syncope and arrhythmia suspected to be due to pacing inhibition. Noise resulting in oversensing was noted on the right atrial (ra) lead and the right ventricular (rv) lead. The physician suspected lead damage, however, no anomalies were observed either visually or via diagnostic imaging. The ra lead and the rv lead were explanted and replaced to resolve the event. The patient was ins table condition.

Manufacturer narrative:
The reported events of oversensing noise and lead damage were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located proximal from the suture tie impression. The cause of the reported events was isolated to the abraded outer insulation and the exposure of the outer coil in the abrasion zone due to friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.